Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the misload was identified upon visual inspection.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-23, serial/lot#: (B)(6), ubd: 07-aug-2027, UDI#: (B)(4), h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a misload was identified as "peeling" of the valve was identified during docking. Subsequently, a new valve was loaded into the delivery catheter system (dcs). Following insertion into the patient, upon full release of the valve, the paddle on the lesser curvature side did not detach. Subsequently, a recapture was performed, and the guidewire was changed to a non-medtronic guidewire. Upon another attempted release of the valve, a drop in blood pressure and pericardial effusion were observed. Subsequently, a thoracotomy was performed, and pericardial drainage was performed. A patch was applied to left ventricular perforation, and hemostasis was performed. The patient ultimately died the following day.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a misload was identified as "peeling" of the valve was identified during docking. Subsequently, a new valve was loaded into the delivery catheter system (dcs). Following insertion into the patient, upon full release of the valve, the paddle on the lesser curvature side did not detach. Subsequently, a recapture was performed, and the guidewire was changed to a non-medtronic guidewire. Upon another attempted release of the valve, a drop in blood pressure and pericardial effusion were observed. Subsequently, a thoracotomy was performed, and pericardial drainage was performed. A patch was applied to left ventricular perforation, and hemostasis was performed. The patient ultimately died the following day. Additional information was received that the left ventricular perforation was caused by the non-medtronic guidewire. Per the physici an, the cause of death was due to bleeding. Additional information was received that the misload was identified upon visual inspection. Additional information was received to clarify the second transcatheter valve was implanted during the implant procedure.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. H6. Annex b code (added related to the valve) corrected data: b2. Intervention required was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left ventricular perforation was caused by the non-medtronic guidewire. Per the physician, the cause of death was due to bleeding.